Event description:
It was reported that the t:slim x2 pump battery would not charge, and the customer encountered a power source alert identified as alert 07. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try charging the pump with the wall adapter plugged into a working outlet for at least 30 minutes, but the charging connection remained unstable. Though the customer tried a different cable, the issue persisted, leading technical support to send a replacement tandem cable and wall adapter via two-day shipping. Follow-up attempts were made, but contact with the customer was not achieved.